Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test due to faulty force sensor resistor (gold). Unexpected motor noise anomaly during rewind due to faulty motor. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer toppled with the pump. Pump passed the self test. Customer's blood glucose level was 220 mg/dl. Customer heard an abnormal motor noise during a bolus. Customer was asked to return the pump for analysis. No further assistance needed.